Event description:
Customer alleged haze in the room coming from the sterrad nx sterilizer. There are no reports of injury to pts or healthcare workers.

Manufacturer narrative:
This is capital equipment which was evaluated at the customer's site. Per the asp field service engineer: found a small haze of oil mist leaking from top of the clamp on the vacuum pump. The clamp had popped loose and the loose connection allowed oil mist to blow by. Repositioned and tightened the clamp. Ran empty cycles with no further mist occurring. Results: - repositioned and tightened clamp on vacuum pump.